Manufacturer narrative:
An investigation is underway to determine a potential cause. Retian samples were submitted to the qc lab for testing and results are pending. This event type will continue to be monitored and trended to determine if corrective action is necessary.

Event description:
The medical staff described the product as very "watery" causing prolonged drying times. This has resulted in the adhesive running into undesired location, smearing and an instance of wound dehiscence. The patient also experienced coughing after intubation during surgery on/near the neck.